Manufacturer narrative:
Concomitant: product ID 3387, product type lead. Product ID neu_unknown_ext, product type extension. (B)(4).

Event description:
Additional information received from the healthcare professional of a clinical study reported that it was unknown if the visual hallucinations were related to the study or programming and the event was ongoing.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that corrective actions included blood work and symptom monitoring.

Event description:
It was reported that the patient had visual hallucination. Corrective actions included ¿other.¿ the event was resolved.

Manufacturer narrative:
Conclusion code updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va09prb, implanted: (B)(6) 2013, product type: lead. Product ID 3708660, lot# nkn053027v, implanted: (B)(6) 2013, product type: extension. Product ID 3708660, lot# nkn053000v, product type: extension. The manufacturing site ID was previously reported as #3007566237. Additional information indicates the correct manufacturing site ID is 3004209178.

Event description:
Additional information reported it was unknown if the visual hallucination was related to the pulse generator or the lead. The suspected cause was unknown. Corrective action was noted as other but was not further specified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.